Manufacturer narrative:
(B)(4). Investigation summary: the device was received and repaired at the service center. The complaint was confirmed. Further deficiencies were found at the service center following repair of the device. The device was found to be leaky, which has the potential to allow fluid ingress into the internal device components. The motor was found to be corroded which caused the motor to seize, therefore it was replaced. The resistance values of the keypad were out of specification, therefore the hand control assembly was replaced. A short circuit was found in the motor cable, therefore the motor cable was replaced. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists. A review into the depuy synthes mitek complaints system revealed 1 similar complaint for this serialized device with the product code that was released to distribution. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor becoming corroded. When the motor is corroded it has the potential to cause the motor to seize, therefore is a potential root cause for the reported failure. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device was defective. During service and evaluation, it was determined that a short circuit was found in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.